Event description:
This pt developed a fever post device implant. Swelling at the device site was also noted. The pt's medications were adjusted and the event successfully resolved on (B)(6) 2011. All records indicate that this device remains implanted. Should add'l info become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.